Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during a patient¿s hemodialysis treatment, the arterial chamber was observed emptying which resulted in air being detected in the bloodline. A clot was noted in both the arterial and venous chambers. It is suspected that an air leak occurred allowing air to enter the extracorporeal circuit. Upon follow up, it was reported that the event occurred ten minutes into the patient¿s treatment. The fresenius 2008t machine alarmed with an air in line alarm. There were no loose connections, no pressure issues, no issues during priming, and no defect or damage to the bloodlines. The patient did not experience blood loss. There was no serious injury, adverse event nor medical intervention required. The patient was able to complete treatment after being restarted on the same machine with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.